Event description:
A surgeon reported a defective intraocular lens. The iol appeared to have an impression in it that was noted when the package was opened. There was no pt impact/injury associated with this event.